Manufacturer narrative:
D3: correction. H3: one new and one used administration set was received. No damage or anomalies were observed. Testing was performed and no air in line alarms were observed. However, both sets repeatedly showed downstream occlusion alarms that would clear on their own. Further testing was not able to confirm the customer reported issue and a cause of the temporary downstream occlusion alarm was not able to be determined. The probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there had been four issues in the past 2-3 weeks where patients on continuous blinatumomab infusions have re-presented as they have had excess air in the administration line and blinatumomab bag. This resulted in the pharmacy providing a new infusion bag for connection. All the blinatumomab infusion bags are made in the same way by the pharmacists. All the air is removed from the bag during compounding. The nurses spike the bag with the administration set and prime the line prior to connection to the patient. Reporter states they have been using the same administration set batch for the last 6 months. The nurses mentioned that there has been some sort of upgrade to the infusion pumps as the lock access pin has changed. Reporter notes that the healthcare team recalls having a few issues with air in the line, but they thought it was due to a new pump program in which the air sensitivity has been increased. The event occurred in the hospital while in use with a patient. There was patient involvement and no patient harm/adverse event reported.